Event description:
This complaint is now reportable based upon the analysis completed on (B)(4) 2014. It was reported that the device could not cross the lesion. The 99% stenosed lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). The doctor attempted to cross the lesion using a 12mm x 3.00mm nc quantum apex balloon catheter, but the device could not cross the lesion. There were no patient complications and the patient's condition is good. The procedure was completed with another of the same device. However, returned product analysis revealed a balloon pinhole

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned and microscopic examination of the balloon and shaft revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 2mm from the distal of the distal markerband was revealed. There was balloon material lifted around the pinhole. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).